Manufacturer narrative:
The staff reported preliminary balloon inflation and deflation prior to insertion of each device. The device was replaced for each of the end users. The hosp floors will be visited for eval and education. Based on the available info, this event is deemed a reportable malfunction. There were no reports of the end-users being harmed as a result of this malfunction. At the time of this report, a return sample is expected but has not been received. No additional patient/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. The actual date of event is unk, so the date used was the date convatec became aware. There are six cases associated with this product; therefore, a separate FDA form 3500a has been generated to address the other five cases.

Event description:
It is reported that six end-users had the device in place that would not drain feces. Each of the end-users has large volumes of liquid feces. The staff attempted to reposition the drainage device with failed attempts. Fecal leakage was noted around the device.